Event description:
A customer obtained erroneously elevated troponin (accutni) results for several patients. The original specimens were re-tested and repeated results were in a lower clinical reference range for all patients. The repeated results were reported out of the lab. Customer was not made aware of any injury or change in patient treatment associated with this event. The erroneous results were not reported out of the lab.

Manufacturer narrative:
There was no report of any event log messages associated with this event. Service was not dispatched for this event. No additional information is available regarding this event. No clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.